Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the local representative that this device and lead system were successfully explanted approximately 1-2 weeks ago due to infection. A competitor local representative was present during the procedure and it was not known if the extracted system will be returned or was disposed of by the hospital staff. Subsequently, a replacement device and lead system were successfully implanted.